Event description:
The facility reported an infusion pump failed battery test. Info was not the provided regarding whether or not the device ws in pt use when the vent occurred. According to the hosp rep, no pt injury or medicla intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
Eval summary: eval was performed and the reported condition was confirmed. Failure code 570 due to depleted batteries were found. Inspection of the revealed depleted main batteries with 23 discharges below alarm threshold caused failure code 570. The main batteries were replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA.